Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted at another hospital with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that while the patient was in the extended care facility being straight cathed by the staff, urine spilled into the vent filter requiring an urgent pump exchange at a nearby implanting center. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.